Event description:
Same case as: 2134265-2008-01995. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the non-calcified, moderately tortuous mid right coronary artery (rca). The lesion was predilated with an unk size and MFR's balloon. The physician placed a 2.5x24mm taxus express2 drug eluting stent. The physician attempted to ivus, but the atlantis sr pro2 catheter was unable to cross the taxus stent. The taxus stent strut may have been lifted. A 2.75x8mm quantum maverick balloon was advanced to the lesion and resistance was encountered inside of the taxus stent. During the 1st inflation, the balloon failed to maintain pressure, inflated to 10 atm for 5 seconds. Upon removal, the physician noticed the balloon was ruptured. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
As the unit has not been returned a technical analysis could not be performed. As the batch number is unk, a review of the mfg documentation could not be completed. The most probable root cause classification is operational context as the complaint is associated with a product that meets the bsc (boston scientific corp) design and mfg specification but due to anatomical/procedure factors encountered during the procedure, the performance was limited.